Event description:
The MFR's rep reported at a pt's refill appointment the estimated reservoir volume (erv) was approx 1 ml, but the actual reservoir volume was 18 ml. The hcp performed a pump study which revealed a motor stall. The hcp explanted and replaced the pt's pump after 33 months implant duration. The pt's symptoms were not reported. The pt recovered from surgery without sequela. The drug contained in the pt's pump was clonidine (750 mcg/ml) and fentanyl (1000mcg/ml) delivered at 100 mcg/day. Add'l info has been requested, but was not available at the time of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is complete.